Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. It was reported that patient faced an infusion set cannula kinked event. The insertion site was abdomen. The infusion set had been in use for nine hours of insertion. Patient observed their symptoms within 3 or more hours after insertion. Patient's blood glucose level was noticed 388 mg/dl. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.